Event description:
As reported, at an unknown date, this patient was implanted with gore tag thoracic endoprosthesis after sustaining a gunshot wound to the left shoulder. Computed tomography revealed a pseudoaneurysm at the superior aspect of the aorta. The device was deployed across the aortic defect and the left subclavian artery. A follow up CT revealed a proximal type I endoleak. The patient underwent a reintervention in which a second tag device was implanted, extending to the origin of the left common carotid artery. Follow-up CT angiography before discharge and at 3 months demonstrated complete exclusion of the pseudoaneurysm. The patient remained asymptomatic and 6 month imaging revealed infolding of the proximal stent graft. The patient underwent a reintervention in which the tag devices were re-expanded using a 32-mm coda balloon. A palmaz stent was deployed into the proximal portion of the infolded stent graft. The stent was post-dilated with the 32 mm coda balloon. Follow up CT angiograms before discharge and at 3 months demonstrated adequate expansion of the graft.

Manufacturer narrative:
Further investigation is pending.